Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it was reported that the baseplate (warsaw design) was loose. Therefore, all components were removed. The loosening of the baseplate is entered in warsaw under complaint number (B)(4). Review of received data - there is one x-ray available which shows the shoulder. As the loosening is related to the baseplate, the review of the x-ray will be done during the investigation of the warsaw complaint (B)(4). Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: the reported event describes that a revision surgery was performed due to loosening of the baseplate. The surgeon decided to remove all components. The winterthur designed screws were a part of the system (sub components) which were also removed. There is no issue noted for the screws. The screws are not involved. However, all possible causes related to the screws are listed in dfmea. Conclusion summary: the reported event describes that a revision surgery was performed due to loosening of the baseplate. The surgeon decided to remove all components. The winterthur designed screws were a part of the system (sub components) which were also removed. There is no issue noted for the screws. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was now reported, that only the baseplate component was loose. The baseplate is manufacturer by (B)(4). The device is filed in (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an anatomical shoulder reverse, screw system, 4.5-36 on the right shoulder on july 15, 2015 and was revised to base plate loosening on (B)(6) 2017. This is a split case, products manufactured by zimmer inc. (Warsaw, indiana, USA) are reported under (B)(4).